Event description:
It was reported that two days post-implant, the atrial lead had dislodged and exhibited loss of capture. An attempt to reposition the lead was unsuccessful, and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.